Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: two (2) devices were received for evaluation. Visual inspection was performed and one (1) sample had the spike separated from the tubing; a closer inspection was performed and the solvent applied in the tubing met the insertion requirement per product specifications. A pull test was performed on the second sample and a separation was observed at the joint between the spike and tubing. The reported condition was verified for both samples. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spikes of two (2) units of y-type blood/soln sets had tubing separation issues. It was reported that ¿after opening product from bag, spike appeared to be separating from the tubing¿, on the first set, and then on the second set, ¿after gentle tugging to ensure proper connection¿, both spikes separated from the tubing. This was identified prior to use. There was no patient involvement. No additional information is available.